Event description:
It was reported that intraocular lens (iol) was explanted in the patient's right eye due to the patient experiencing poor distant vision and was bothered by halos. There was no medical or additional surgical intervention required. A non-johnson & johnson lens was implanted as a replacement. The patient is doing fine post-operatively. No further information is available.

Manufacturer narrative:
Date of event: unknown/not provided. The best estimate is between 11/04/2021 and 3/3/2022. Device evaluation: product evaluation was not performed because the product has not been returned, therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: return to manufacturer: 3/25/2022 device evaluation: visual inspection under magnification revealed that the lens was received cut in half. No issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut in half), no further product evaluation could be performed on the lens. No handpiece was received as part of this return. As a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.